Manufacturer narrative:
The device was available for investigation at the healthcare facility. Based on investigation it was determined that irrigation was activated while the clamps on the saline spikes were toggled into incorrect positions. This could have cause the aveta system to pull air from the unused open saline spike while the used spike connected to the saline bag was clamped. The aveta system has two air in line detection algorithms, both relying on the irrigation pump rotation, but in this case because the hysteroscope was clogged - according to the displayed error message - the pump stopped rotation, which could have made the detection ineffective. However the air inside the cavity was visible on the monitor to the user, the case was aborted, the patient was under observation and later released from the hospital in good condition. Based on the investigation, it was concluded that there was no device malfunction.

Event description:
During the procedure, the physician observed the presence of air bubbles within the uterine cavity, followed by clinical signs consistent with an air embolism. As a precautionary measure, the patient was transferred to the or for monitoring and placed under 24-hour observation. Subsequent follow-up confirmed that the patient was released from care and is reported to be in good condition.